Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a channel error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer stated a secondary of merrem was connected to a primary of nss at kvo (5 ml/hr) on channel c. Approximately 5 ¿ 10 seconds after hanging the secondary, channel c alarmed ¿channel error¿. Channel b was infusing levophed at 0.14 mcg/kg/hr and channel d was infusing dobutamine at 2 mcg/kg/hr. The devices were replaced and removed from service. There was no report of patient harm.